Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a baxter technician determined the device failed the earth leakage current test. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the homechoice device was returned and evaluated by the product analysis lab (pal). A service history review revealed that the pump was previously replaced. Internal and external inspection was performed and no issues were noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. During the evaluation, the direct cause of the rite issue of earth leakage failure was determined to be a malfunctioning pump assembly. The pump assembly was replaced to resolve the issue. Should additional relevant information become available, a supplemental report will be submitted.